Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation, the device was found to have a shell failure and moderate yellowing. The device was unable to be weighed. Upon device inspection, the device was received in 1 piece. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the area. The cause of shell failure is local stress of unknown origin. The device measured 341 (%) for ultimate elongation and 4.9 (lbf) for ultimate break force. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI/ultrasound indicated rupture and bilateral capsular contracture, baker grade 1, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI and ultrasound indicated rupture.